Event description:
My son uses the cardinal foley kits. Unfortunately, the balloon busted when injecting sterile water. A couple day later his urine was cloudy. He was diagnosed with a uti(urinary tract infection) shortly after. We were unaware there was a recall on sterile water.